Event description:
It was reported that during the implant procedure this right ventricular (rv) lead exhibited high pacing thresholds, helix retraction issues and was difficult to position. The rv lead was placed in the septum at the first attempt, nevertheless the thresholds became elevated. The physician placed the rv lead to a different position with difficulties, but the helix was unable to retract as required after trying several times. The physician removed the rv lead from patient's body and noted the helix was deformed. It was suspected that the cause of deformation was that the helix got stuck in the ventricular structure several times due to rv lead manipulation with the helix exposed. A different rv lead was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that during the implant procedure this right ventricular (rv) lead exhibited high pacing thresholds, helix retraction issues and was difficult to position. The rv lead was placed in the septum at the first attempt, nevertheless the thresholds became elevated. The physician placed the rv lead to a different position with difficulties, but the helix was unable to retract as required after trying several times. The physician removed the rv lead from patient's body and noted the helix was deformed. It was suspected that the cause of deformation was that the helix got stuck in the ventricular structure several times due to rv lead manipulation with the helix exposed. A different rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion code updated to unintended use error caused or contributed to event.